Manufacturer narrative:
(B)(6). The complaint was determined to MDR reportable based on the product analysis that was completed on (B)(4) 2014. Complaint conclusion: only one of the coils involved in the complaint were returned for analysis. The coil was returned severely damaged with buckling and stretching damage. Located off the distal end of the resheathing tool, the core wire protrudes outside the sheath for a length of 12.0 centimeters. There is no mechanical sheath damage at the protrusion site of the core wire. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured with the damaged edges raised above the surface plane. The locking mechanism has compression and stretching damage. The most likely contributing factor to the coils inability to be advanced outside the sheath may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath is pulled straight back, the locking mechanism can catch inside the v notch of the resheathing tool and become embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produces a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produces significant resistance which causes the core wire to protrude outside the sheath and for the coil to become severely buckled and stretched inside the introducer sheath. In this condition, the coil cannot be advanced out of the sheath or resheathed for later use. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown (diagrammatically)¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the sl-10 microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The inability to advance the coil through the sheath could not be confirmed based on the condition of the device returned. The damage found on the returned device suggests that procedural handling factors that are addressed in the IFU may have contributed to the failure. There was no evidence to suggest the failure to advance the coil, or the damage present of the returned device, was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR.

Event description:
The deltaplush cerecyte microcoil 1.5 mm x 3 cm (cpl10015330/c19105) and micrusphere 10 cerecyte microcoil 4 mm x 7.5 cm (csp10040030/c20492) would not advance in the sheath. It was reported that the devices had been advanced thought the y-connector and were seated in the sl10 microcatheter hub, but the coil would not exit the introducer. The introducer did not appear damaged at that time. Product analysis revealed that the deltaplush coil was returned severely damaged with buckling and stretching damage.